Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive and the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the keypad was found to be torn from the ok button to the contrast button. The up arrow, down arrow and ok buttons were found to be intermittently unresponsive during testing. The keypad cover was removed and there was evidence of contamination observed under all of the button contacts. The contrast button was observed to be missing, which has no effect on insulin delivery function. Unrelated to the complaint, investigation revealed a dim, fading, discolored display. Also unrelated to the complaint, the battery compartment was found to be cracked and the battery cap damaged/stripped.